Event description:
Customer called stating his insulin pump has a blank screen. Customer's blood glucose level is 130 mg/dl. He said that the device alarmed low battery, and after changing the battery the display went blank. Customer went and bought new batteries, but the display is still blank. There is no physical damage to the device. It was not dropped or bumped. There was no exposure to moisture. Customer uses energizer aaa alkaline batteries. The contacts on the battery cap are not missing or damaged, and neither is the battery compartment. Customer was advised to wait ten minutes and insert the new battery. The display returned. The device passed the self test. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.